Event description:
The valve was explanted due to a suspected occlusion of its ventricular catheter. Following explantation of the device, blood was noted inside the valve housing. The dr later reported that the catheter may have been improperly placed during the original implantation procedure.